Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose over 420 mg/dl. Customer did feel ok to troubleshoot their high blood glucose reading. Customer blood glucose reading while admitted was over 900 mg/dl. The cause of the high blood glucose reading was nausea vomiting dehydrated. Customer did changed the set on (B)(6) 2020. Customer admitted was admitted in the hospital by their own. Customer used their insulin pump within 48 hours. The name of the hospital is (B)(6). The hospital phone number is unknown. Customer was treated with manual injection. The product will not be returning for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020. The customer's blood glucose at the time of admission was 378 mg/dl. Customer was treated with insulin drip and fluid intravenously. Customer experienced symptoms such as nausea, vomiting and dehydration. Customer reported that the high blood glucose was due to the reservoir leaking. The customer experienced blood glucose as high as 491 mg/dl and treated with manual injection. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The customer reported that after it was noticed that the reservoir was leaking, the set was changed, and the blood glucose began to lower.